Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they experienced low and high blood glucose level. Customer treated the low blood glucose level with food and it blood glucose level went up to 400 mg/dl. Customer stated that the she was brittle diabetic. Customer was not using auto mode of insulin pump. The insulin pump will not be returned for analysis.